Event description:
Philips received a complaint from the customer reporting a high temperature alarm on the v60 ventilator. It is not known if the device was in clinical use at the time of occurrence. There was no report of harm. A customer biomed engineer (bme) evaluated the device and confirmed the reported issue. The bme confirmed diagnostic code 1122 (cbit) (blower temperature high) indicating the blower temperature was greater than 95c for longer than 60 seconds. The bme observed the blower to be noisy during testing. The bme determined blower replacement was necessary. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.